Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "trapliner was inserted as usual. Upon first device exchange, the balloon was unable to enter the extension portion, and the entire system was removed. There was a collar separation, the hypotube did not visually appear damaged. It was unclear whether the collar separated during the exchange or if it had been damaged before use. There was no reported patient harm or consequence."

Manufacturer narrative:
Qn# (B)(4). The reported issue of trapliner collar separation was confirmed upon investigation of the returned sample. The customer returned one unit of trapliner for evaluation. Partial delamination of proximal halfpipe was observed. Significant deformation was observed on the lumen of the halfpipe. Lumens were pinched together. The damages are likely to have occurred during use in the procedure. The IFU notes the following: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result in injury. The additional information indicated that corsair pro xs was observed to have concomitant device interaction issues with trapliner. No patient harm noted. A device history record review was performed, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is unintended use error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "trapliner was inserted as usual. Upon first device exchange, the balloon was unable to enter the extension portion, and the entire system was removed. There was a collar separation, the hypotube did not visually appear damaged. It was unclear whether the collar separated during the exchange or if it had been damaged before use. There was no reported patient harm or consequence.".